Event description:
It was reported the patient experienced symptoms of fentanyl withdrawal every month including diarrhea, nausea and vomiting. The first episode occurred when the patient presented to the ER with dehydration. The drug used in the pump is fentanyl (dose and concentration unknown). The hcp reported, there have been no alarms activated and no issues with volume discrepancies. A dye study showed the catheter was intact. The patient reported an x-ray and motor study confirmed the system was functional, however, a urine test was performed and showed no fentanyl in the system. Additional information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
.